Event description:
Medtronic received a report that when the applicable catheter was opened and taken out, it ruptured in the proximal shaft near the hub. There was no resistance when taking it out from the hoop. No excessive force applied to the catheter during delivery or removal. There was no product box damage and there was no sign of the product being opened prior to use. There was no resistance during injection and there was no adhesion or sticking of the catheter tip. There was no vasospasm. The catheter was not stuck inside the guiding catheter. No additional surgical or medical treatment was performed. No patient symptoms or further complications were reported as a result of this event. The device was prepared according to the instructions in the package insert and the catheter was flushed as indicated in the IFU. On 2022-01-12 ared (for, rep): no new information.

Manufacturer narrative:
The react-68 catheter was found broken at ~7.2cm from the proximal end with the edges appearing jagged. The distal tip and marker band was found crushed. If information is provided in the future, a supplemental report will be issued.